Event description:
It was reported that the pump was alarming error 1872, indicating a motor timeout. Reporter stated the batteries were removed and reinserted, but the alarm persisted. The patient was not affected. The issue occurred while in use with the patient at the patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.